Event description:
Medtronic received information that during use of a atls02, it was reported that it cracked during the washing process. Blood/water leaked out of the bowl and drain out from the autolog machine onto the floor. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there were audible abnormalities, strange and noisy sound when processing. The leak o ccurred during the wash cycle. The bowl was re-seated to the same machine, the device was still leaking and the bowl cracked. The customer changed to a new set of consumables. The level of reservoir was 1600ml, holding 200ml, saline 2000ml and waste bag was 2000ml. No error warning massage appeared. Patient blood loss as a result of this leak was 300ml. No transfusion was required as a result of this leak.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.